Manufacturer narrative:
It was found that the lower half of the strap clamp was missing due to a backed out and damaged bolt. The missing lower half of the strap clamp did not affect function of the cot. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to reoccur.

Event description:
It was reported via repair work order that the patient restraint strap could not be attached properly to the cot due to a missing clamp. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the patient restraint strap could not be attached properly to the cot due to a missing clamp. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.